Event description:
Event #1: [redacted date], rn noted that a-line pressure tubing had become disconnected at a site not intended to be able to come apart. At 3-way site closest to transducer, port directed toward a-line insertion site, the pressure tubing had become disconnected. This disconnection occurred below the luer lock, at a part that is not intended to come apart (no way to reattach/tighten connection point). New a-line tubing exchanged to patient and faulty tubing sequestered for pick up by supply chain. Unknown lot. Event #2: [redacted date], s: faulty pressure tubing. O: when priming a new pressure tubing for patient use, it was noted that the tubing separated below the stopcock near the transducer. Tubing is typically permanently affixed in this area. A: defective pressure tubing. P: pressure tubing sequestered, never used on patient. ICU medical ref# 46099-71. Monitoring kit with safeset 0.3 ml flush device and marvelous valve. Lot# 13618618, exp. Date [redacted date]. Manufacturer response for arterial line, kit with safeset 0.3 ml flush device and marvelous valve (per site reporter). E-mailed rep [redacted name] on [redacted date] to escalated since this is the second time in one week this has occurred. This poses a life-threatening risk to patient.